Event description:
It was reported that the implantable cardioverter defibrillator's (ICD's) longevity had decreased from two and half years to less than three months within six months. Technical services (ts) performed a data analysis and found that the device had been prematurely depleting. Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator's (ICD's) longevity had decreased from two and half years to less than three months within six months. Technical services (ts) performed a data analysis and found that the device had been prematurely depleting. Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that the implantable cardioverter defibrillator's (ICD's) longevity had decreased from two and half years to less than three months within six months. Technical services (ts) performed a data analysis and found that the device had been prematurely depleting. Ts recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.